Event description:
Per the clinic the device was explanted on (B)(6) 2025, due to facial nerve stimulation and poor performance. The patient was reimplanted with another cochlear device during the same surgery.